Event description:
Like a 3rd degree burn [burns third degree] , it burn all my skin, like a big patch of burn/ it hurt really bad [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap, device lot number 0951, expiration date: jan2018), via an unspecified route of administration from an unspecified date for back pain. Relevant medical history was not reported. No concomitant medications. The patient reported "I used one of the thermacare heatwraps and it burn all my skin, like a big patch of burn. I put it on like for 2 hours and it started burning like real bad so I took it off and the next day it's all like burn and I took picture of it, it look like a new burn, like a 3rd degree burn or something like that. Burn is still there and it hurt really bad" on (B)(6) 2017. The patient stated she has not seen a physician as a result of the event and no treatment has been received. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of third degree burn as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event burn all my skin, like a big patch of burn is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of third degree burn as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event thermal burn is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] like a 3rd degree burn [burns third degree], it burn all my skin, like a big patch of burn/ it hurt really bad [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: 0951, expiration date: jan2018) from an unspecified date for back pain. Relevant medical history was not reported. There were no concomitant medications. The patient reported "I used one of the thermacare heatwraps and it burn all my skin, like a big patch of burn. I put it on like for 2 hours and it started burning like real bad, so I took it off and the next day it's all like burn and I took picture of it, it look like a new burn, like a 3rd degree burn or something like that. Burn is still there and it hurt really bad" on (B)(6) 2017. The patient stated she has not seen a physician as a result of the event and no treatment has been received. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (14apr2017): new information received from product quality complaint group includes: updated suspect product. Company clinical evaluation comment: based on the information provided, the event of third degree burn as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event burn all my skin, like a big patch of burn is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of third degree burn as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event thermal burn is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Like a 3rd degree burn [burns third degree]. It burn all my skin, like a big patch of burn/ it hurt really bad [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer. A 38-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: 0951, expiration date: jan2018) from an unspecified date for back pain. Relevant medical history was not reported. There were no concomitant medications. The patient reported "I used one of the thermacare heatwraps and it burn all my skin, like a big patch of burn. I put it on like for 2 hours and it started burning like real bad so I took it off and the next day it's all like burn and I took picture of it, it look like a new burn, like a 3rd degree burn or something like that. Burn is still there and it hurt really bad" on (B)(6) 2017. The patient stated she has not seen a physician as a result of the event and no treatment has been received. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (14apr2017): new information received from product quality complaint group includes: updated suspect product. Follow-up (26apr2017): follow-up attempts are completed. No further information is expected. Follow-up (03jul2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of third degree burn as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event thermal burn is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] like a 3rd degree burn [burns third degree], it burn all my skin, like a big patch of burn/ it hurt really bad [thermal burn], narrative: this is a spontaneous report from a contactable consumer. A 38-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (expiration date: jan2018) from an unspecified date for back pain. Relevant medical history was not reported. There were no concomitant medications. The patient reported "I used one of the thermacare heatwraps and it burn all my skin, like a big patch of burn. I put it on like for 2 hours and it started burning like real bad so I took it off and the next day it's all like burn and I took picture of it, it look like a new burn, like a 3rd degree burn or something like that. Burn is still there and it hurt really bad" on (B)(6) 2017. The patient stated she had not seen a physician as a result of the event and no treatment had been received. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. The product quality complaint group provided the following investigation results. Site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes: updated suspect product. Follow-up ((B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information received from the product quality complaint group includes lot number 0951 is not a valid lot number and it was deleted. Follow-up attempts are completed. No further information is expected.